Manufacturer narrative:
Additional information was received 03-may-2019, not 08-may-2019 as indicated on the initial report. Manufacturer information corrected. The device history record for lot aa7191r03 was reviewed and the product was produced according to product specifications. The root cause could not be determined. All information reasonably known as of 26 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. All information reasonably known as of 23 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the second of four reports. Refer to 9611594-2019-00101 for the first report. Refer to 9611594-2019-00103 for the third report. Refer to 9611594-2019-00104 for the fourth report. It was reported that "t-anchors tear in part already at the placement or shortly after setting the t-anchor (within days)." No patient injury reported. Event occurred within the "last two months." Additional information received on 08-may-2019 indicated that a new kit was opened to complete the case.